Event description:
It was reported that after completion of an uneventful da vinci-assisted hysterectomy procedure, the patient experienced respiratory issues when being transported to pacu. Through follow up, the following information was obtained from the surgeon: in response to the respiratory distress, the patient was reintubated, eventually extubated, and then put on bilevel positive airway pressure (bipap) which was slowly weaned over the next week until being discharged. There were no issues intraoperatively that would have caused the respiratory distress. A series of post-operative imaging confirmed there were no surgical related abnormalities and the surgeon believes the event can be attributed to patient anatomy. The surgeon mentioned that the patient is broad shouldered, a little heavy in the neck, and that maybe her position obstructed her airway, possibly causing the complication. However, the surgeon was unsure of what occurred while the patient was being transported to pacu.

Manufacturer narrative:
Based on the current information provided, the cause of the post-operative complication cannot be determined. There is no report that a malfunction of a da vinci system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is obtained. There were no system errors present in the logs that would have caused or contributed to this event. This complaint is being conservatively reported due to the following conclusion: after completion of an uneventful da vinci-assisted procedure, while being transferred to pacu, the patient experienced respiratory distress and was reintubated, extubated, placed on bipap and weaned off over the course of a week until being discharged home. While the cause of the event is unknown, the surgeon confirms the procedure was uneventful and the patient had post-operative imaging confirming no surgical related abnormalities. The surgeon suggested the following to be possible contributing factors to the event: the patient's bmi, smoking history, possible aspiration and/or potential airway obstruction due to the patient's positioning during transfer.